Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using a starclose se device with a 6f sheath after a aortogram interventional procedure. Reportedly, the clip was deployed; however, it got stuck in the tissue. The release mechanism was successfully used to remove the device without causing any tissue or vessel damage. When device was removed the clip was noticed to be at the distal end of the device. Per operator the device issue might have been cause by patient selection. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties, could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.